Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the implantable cardioverter defibrillator had an oversensing alert. The patient presented in clinic where, upon interrogation, it appeared to be functional loss of capture leading to a double counting of the r wave. No programming changes were made as the patient was not dependent and there were no more alerts. The patient was stable and will continue to be monitored.

Event description:
New information received indicated intermitted loss of capture was an ongoing issue. No reported intervention completed.

Event description:
New information received indicated programming changes were completed to address the issue. The patient was stable.